Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The tacking device was being used for the fixation of the mesh. There was an injury to the small intestine due to the sharp edge of the wire that is exposed to the intestine even when the tacks are properly placed and seated in the tissue. This caused two more operations and antibiotics, which then led to renal failure requiring hemodialysis.